Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and limited information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2012. During the follow-up call, the patient informed the mss that on the morning of (B)(6) 2012 she woke up not feeling well. The patient mentioned she felt "hungry." When she tested her blood glucose with the subject meter, the patient claimed she obtained a reading of "360 mg/dl" which she felt was inaccurate because she felt as if she were low. The patient stated she immediately retested with the subject meter and obtained a result of "260 mg/dl" which she also felt was inaccurate. The patient stated she then went to the drug store where the pharmacist tested her blood glucose with their device and obtained a blood glucose reading of "65 mg/dl." The patient reported she was given 2 glucose tablets to eat by the pharmacist. The patient declined to provide any additional information to the mss. At the time of the original call lfs' customer service, the patient informed the cca that she obtained an alleged inaccurate reading of "171 mg/dl" with the subject meter and 1 hour later developed symptoms of feeling sweaty, dizzy and shaky. The patient informed the cca that she treated self with 2 glucose tablets in response to the symptoms. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate high readings that may have caused and/or contributed to the onset of symptoms she later developed. At the time of the call, the customer care advocate noted that the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining alleged inaccurate high readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. The retain test strips were tested and they passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.